Event description:
The pt was reportedly experiencing intermittencies, followed by loss of sound. External equipment was exchanged; however, the issue was not resolved. Device testing could not be completed due to loss of lock. Surgery to explant the pt's device has been scheduled.